Event description:
It was reported that a small piece fell out of the device during a surgical procedure. No patient impact was reported. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
D4: full UDI not provided as serial number unknown.

Manufacturer narrative:
This event is not reportable for this device. Upon follow-up it was specified that the piece came from the attachment, not the handpiece. Based on the date the additional information was received, the attachment will be reported through vmsr for q3 2025.

Event description:
It was reported that a small piece fell out of the device during a surgical procedure. No patient impact was reported. Upon follow-up it was specified that the piece came from the attachment, not the handpiece.